Manufacturer narrative:
On 02/07/2011: the lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying an error 4 message. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2010 (date/time not specified); however, it is not known if the alleged issue was intermittent. According to the csr's documentation, on an unspecified date/time in (B)(6) 2010, the patient tested his blood glucose with another device; however, the patient does not recall his result. The patient indicated he manages his diabetes with insulin (self adjuster) and in response to the reported issue, on an unknown date/time in (B)(6) 2010, the patient continued with his usual dose medication (14 units of novolog). On an unspecified date/time, the patient reportedly experienced symptoms of sweating, dizziness, and rapid heartbeat; however, it is unclear when the patient's symptoms began. Per csr notes, at an unknown date/time in (B)(6) 2010, the patient administered 14 units of novolog as self-treatment. During troubleshooting, the csr confirmed the patient was using the proper testing technique. Replacement products were sent to the patient. Although it is not known when the patient's reported symptoms began, this complaint is being reported because the patient allegedly experienced symptoms suggestive of a serious injury while using the lfs product.